Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was having a lot of pain where the implantable neurostimulator (ins) was inserted. She stated the pain where the ins battery sat under the skin. It was not red or swollen. The pain was not from the stimulation. She had kept the device on the same setting since (B)(6). There was no fall or trauma could be related to the issue. The event occurred two weeks ago. A patient reported the implantable neurostimulator (ins) was loose in the pocket and caused pain when she would sit down as it was right at her skin. The patient stated they had a revision on (B)(6) 2016 and they put in a new ins. The patient stated they thought the issue started at the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.